Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having sensor issues. Customer reported that the insulin pump kept alarming and when customer took off the sensor the electrode was not there. Customer thought the needle bent but it was not there. Troubleshooting was done. It was found when insulin pump alarmed customer got lost sensor alarm. Customer also mentioned that she had a lot of scar tissue. After the troubleshooting, customer stated that sensor cannula was not intact. Advised the customer the sensor would be replaced. No further information provided

Manufacturer narrative:
Reliability analysis evaluated two opened/used enlite sensors. Inspected and performed testing, and both sensors failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensors. Checked lab transmitter for proper use and operation and it passed per specification.